Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-4318, lot #: 18338771, description: clik x anchor. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was having discomfort with the placement of the ipg. The patient underwent an explant procedure. No device malfunction was suspected.